Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the ER with chest pain, which was not related to the device system. Upon interrogation decreased r-wave amplitude and lead impedance were noted. No capture was also observed. Chest x-ray revealed normal position. The lead was explanted and replaced. Insulation damage was noted under suture sleeve after extraction. The patient was stable.